Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went swimming and forgot to take the insulin pump off. Customer stated there was fluid under the lcd and that the insulin pump was stuck in self-testing with an excess no delivery alarm. Customer's blood glucose level was 24.0 mmol/l. Customer was advised to replace the insulin pump. No additional information provided.